Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that, per an operative note the caller had, the patient's lead was cut through during a procedure on (B)(6) 2010 that was meant to reposition the ins because the ins had migrated through the skin. The patient then subsequently had their lead and ins replaced in july 2010 but the cut lead remnant remained. Caller doesn't know the length of the lead fragment. Agent sent MRI guidelines to caller so they have the details around lead fragments. Per caller, the system has been fully removed so that only the lead remnant remains.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-33 (lot: v299378); product type: 0200-lead; implant date (B)(6) 2009; explant date (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.